Event description:
From staff: aaa conform graft (ref# cxt281412, sn (B)(6)) brought by sales representative for case malfunctioned. Surgical team was unable to remove the wire from the device in order to prep the device for implant. Device was removed from surgical field. Device was not used on the patient. Device was labeled with patient sticker placed in biohazard bag and given to management for risk management. From operative report: a gore conformable graft was prepared but the shipping pin could not be removed from the graft. This graft was returned to the vendor. Manufacturer response for system, endovascular graft, aortic aneurysm treatment, gore excluder conf aaa endo - trunk-ipsilateral (per site reporter). [Redacted name] was the rep in the case at the time of the event. (B)(6): cell: [redacted number], [redacted name].